Event description:
Sicu/ticu (surgical intensive care unit / trauma intensive care unit): crrt (continuous renal replacement therapy) machine primed with a new filter and connected to patient. Once therapy started, machine alarmed "set disconnection" twice, and then had self test failure. Prior to self test failure, filter indicated high resistance (clotting/clogging). Rn returned blood to patient following standard of care and took down filter. Machine reported to biomed. Patient remained stable throughout, machine in biomed for evaluation and filter returned to company for review.